Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation the left circumflex coronary artery. The 2.8x16 mm graftmaster covered stent failed to cross the lesion. Balloon dilatation was performed at the site to manage the perforation. There were no adverse patient sequela. No additional information was provided.